Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic aortic aneurysm. It was reported that approximately 2 months post-implant the patient presented with what looked like air around the proximal portion of the stent graft at the ascending/transverse aorta location. The physician believed this indicated an infection. The physician believed the infection originated at the site of another manufacturer¿s surgical graft that was used to bypass the head vessels, and then spread to the proximal free flow portion of the valiant stent graft. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: insufficient information; cause is unknown. Infection. Surgical graft. Conclusions: insufficient information; cause is unknown. Infection. Surgical graft.